Event description:
It was reported that the ventilator had excessive leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed internal leakage test during pre-use check. The conclusion was that problem was solved by cleaning the membrane of expiatory valve. After cleaning, the ventilator passed all functional and safety tests and was cleared for clinical use. This will be detected during pre-use check. The received device logs revealed that the registrations from event date 2022-101-04 are overwritten in the internal and test log. No parts have been replaced. The root cause of the reported event has not been determined.